Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site events on 24-may-2024. The blood glucose level was high. Therefore, patient was treated with mdi. Customer changed supplies as necessary and resumed insulin therapy. No further information available.